Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had inadequate iodine. This was noted before patient use. The reporter stated that the sponge had a tan tint to it; however, the sponge was completely dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 50.

Manufacturer narrative:
(B)(4). Device manufacture date: 11/19/2014 - 11/24/2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.